Manufacturer narrative:
Citation: dave hh et al. Early results of the bovine jugular vein graft used for reconstruction of the right ventricular outflow tract. Ann thorac surg. 2005 feb;79(2):618-24. Doi: 10.1016/j.athoracsur.2004.07.081. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the early results of using a bovine jugular vein graft for the reconstruction of the right ventricular outflow tract in pediatric patients. All data were collected from a single center between may 2001 and august 2003. The study population included 93 patients (median age 7 years; median weight 20 kg), all of which were implanted with medtronic contegra valved conduits (no serial numbers provided). Among all patients, 5 deaths occurred (3 early deaths and 2 late deaths). It was reported that none of the deaths were conduit related. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: development of a stenotic membrane at the anastomosis site requiring conduit replacement or balloon dilatation, pulmonary stenosis, mild-moderate pulmonary insufficiency, endocarditis, thrombus, and elevated mean gradients. It was noted that one patient required conduit replacement due to somatic outgrowth. Based on the available information, medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.